Event description:
It was reported that both of the patients' leads were found to have impedances. To resolve the issue, surgical intervention occurred on (B)(6) 2024 wherein both leads were explanted and replaced. Therapy was restored post operatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.